Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0805 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2021, the patient was implanted with the peripherally intubated central venous catheter, and the chemotherapy cycle was ended on (B)(6) 2022. The doctor ordered the patient to be discharged on the same day, and the PICC catheter was removed, and routine flushing was performed before extubation. It was found that there was a small amount of exudate (0.2ml) at the puncture point. There was no exudate after the flushing was stopped, and the blood returned smoothly. The extubation was continued, and the catheter was pulled out completely. It can be seen that the water droplets leak out, and the local pressure is fixed at the place where the tube is extubated.